Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the partial lead was returned in segments and analyzed. The distal conductor was fractured. The proximal conductor was fractured. The outer tubing overlay had a cosmetic environmental stress crack. The outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism (sleeve head). There was blood in/on the helix/lobe mechanism. We did receive performance data collected from the device and have analyzed the data. The daily pace lead impedance trend data show various spike increases for ventricular pace bipolar impedance equal to 551 to 1463 ohms peak between (B)(6) 2012. Ventricular short interval count equals 90.7 counts on average per day, in 5.20 days, between (B)(6) 2012. There were five ventricular non-sustained tachycardia episode less than or equal to 210 milliseconds between (B)(6) 2010 and (B)(6) 2012. There was one ventricular fibrillation episode equal to 160 milliseconds for an average ventricular cycle on (B)(6) 2012. There were two patient alerts for lead failure predictor on (B)(6) 2012.

Event description:
T was reported that the patient received a shock from electromagnetic interference while swimming in a pool. Noise was seen on electrogram as well as oversensing on the right ventricular lead. It was further reported that the lead was explanted and replaced at the physician's discretion. There were no further patient complications as a result of this event.